Manufacturer narrative:
(B)(4).

Event description:
It was reported that device checks were occurring sporadically. Transmitter was unable to complete a manual reading, and a hard and soft reboot were unsuccessful. It is unknown if this is a transmitter or device issue. No further information available.